Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six months following the implant of this transcatheter bioprosthetic valve, the patient received an emergency laparoscopic cholecystectomy due to acute necrotizing cholecystitis. Cardiac arrest occurred in the evening of the same day as the cholecystectomy. Cardiopulmonary resuscitation was performed, and the heart rate resumed, however its general condition had to be managed with a respirator. Consciousness levels did not improve significantly after that, and tracheotomy was performed 13 days after onset of symptoms. 18 days after onset of symptoms, the patient was taken off the artificial respirator and was temporarily in a state of remission however their general condition did not improve very much afterwards. The patient died one month after onset of symptoms. Based on the progress, it was believed that the death was due to a digestive system disease - acute necrotizing cholecystitis.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six months following the implant of this transcatheter bioprosthetic valve, the patient received an emergency laparoscopic cholecystectomy due to acute necrotizing cholecystitis. Cardiac arrest occurred in the evening of the same day as the cholecystectomy. Cardiopulmonary resuscitation was performed, and the heart rate resumed, however its general condition had to be managed with a respirator. Consciousness levels did not improve significantly after that, and tracheotomy was performed 13 days after onset of symptoms. 18 days after onset of symptoms, the patient was taken off the artificial respirator and was temporarily in a state of remission however their general condition did not improve very much afterwards. The patient died one month after onset of symptoms. Based on the progress, it was believed that the death was due to a digestive system disease - acute necrotizing cholecystitis. Additional information was received that per the physician, the valve can be excluded as a contributing cause to the cardiac arrest.